Event description:
It was reported via mail correspondence from the pt that "the first operation was on (B)(6) 2009 and didn't do very well. The leg became short, the foot turned out. After a lot of checking, xrays, bone scan etc, it was determined that the part was moving in the leg bone. A second operation was necessary."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.